Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a power on reset (por) condition. It was added the patient was able to recharge with 7 coupling bars but was unable to adjust stimulation. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-56, lot # v937762, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v937762, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v949384, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v983244, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was later reported the patient received assistance from their manufacturer representative and the gentleman walked her through the problem on (B)(6) 2013.